Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿capsular contracture grade IV¿, ¿periprosthetic capsule-related fibrosis¿, ¿further capsular contracture, which is more severe in the right breast, which also displayed signs of infection in the lower inner quadrant several weeks ago¿. Following antibiotic therapy, the right breast was drained and cultures returned negative. The op report showed ¿several major folds, more prominent in the lower inner quadrant of the right breast where an area of contracture is observed. The device has been explanted.

Event description:
Healthcare professional reported right side ¿capsular contracture grade IV¿, ¿periprosthetic capsule-related fibrosis¿, ¿further capsular contracture, which is more severe in the right breast, which also displayed signs of infection in the lower inner quadrant several weeks ago¿. Following antibiotic therapy, the right breast was drained and cultures returned negative. The op report showed ¿several major folds, more prominent in the lower inner quadrant of the right breast where an area of contracture is observed. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ infection (unknown onset: unable to observe since it is not related to the device. ¿ crease/ folding of implant: observed no further actions are required as no manufacturing issues are observed. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30017862 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture, crease/folding of implant and infection was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Crease/folding of implant: observed. Infection: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side ¿capsular contracture grade IV¿, ¿periprosthetic capsule-related fibrosis¿, ¿further capsular contracture, which is more severe in the right breast, which also displayed signs of infection in the lower inner quadrant several weeks ago¿. Following antibiotic therapy, the right breast was drained and cultures returned negative. The op report showed ¿several major folds, more prominent in the lower inner quadrant of the right breast where an area of contracture is observed. The device has been explanted.

Event description:
Healthcare professional reported right side ¿capsular contracture grade IV¿, ¿periprosthetic capsule-related fibrosis¿, ¿further capsular contracture, which is more severe in the right breast, which also displayed signs of infection in the lower inner quadrant several weeks ago¿. Following antibiotic therapy, the right breast was drained and cultures returned negative. The op report showed ¿several major folds, more prominent in the lower inner quadrant of the right breast where an area of contracture is observed. The device has been explanted.